Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis.

Event description:
It was reported that this right atrial (ra) lead has exhibited a sudden increase in pacing impedance measurements and were high, out-of-range at greater than 3000 ohms. Pacing threshold measurements had also increased. A lead fracture was suspected and this ra lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned and is undergoing analysis.

Manufacturer narrative:
The product has been received for analysis. This report will be updated upon completion of analysis. This lead was returned to our post market quality assurance laboratory in two segments, having been severed approximately 10.2 centimeters (cm) from the terminal end. An extracting stylet was returned stuck in the tip section of the lead. Setscrew marks were in the correct location on the terminal pin. Resistance testing found that the lead was not electrically continuous. Detailed analysis confirmed that the outer conductor coil had a break approximately 21.5 cm from the terminal end. Based on the characteristics of the fracture, it was determined that it was consistent with cyclic fatigue damage. Analysis concluded that the clinical observations of high pacing threshold and high pacing impedance measurements were likely caused by the confirmed fracture.

Event description:
It was reported that this right atrial (ra) lead has exhibited a sudden increase in pacing impedance measurements and were high, out-of-range at greater than 3000 ohms. Pacing threshold measurements had also increased. A lead fracture was suspected and this ra lead was explanted and replaced. No additional adverse patient effects were reported. The explanted lead was returned and is undergoing analysis.